Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: distal shaft separation requiring medical intervention. Device issue: distal shaft separation. It was reported that the rx voyager kinked at the distal end, 30 cm from the tip, during advancement. During removal, the distal shaft separated at the point of the kink. The separated distal end of the device was then snared and removed during the same procedure. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the shaft separation. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible on the balloon, and in the inflation lumen and guide wire lumen. There was contrast visible in the inflation lumen. There was a kink in the hypotube, 11.2 cm proximal to the guide wire exit notch. The inner and outer members were separated at the guide wire exit notch. The material was stretched and jagged at the separation. The hypotube was left intact. There was no other damage noted to the balloon catheter. A laser micrometer was used to measure the crossing profile and this met manufacturing criteria. The 2/3 profile measurement could not be taken due to the damage to the catheter. Product performance engineering has reviewed the case description and analysis of the returned device; damage was noted. Factors that may contribute to the reported difficulties include, but not limited to, manufacturing, materials, placement technique, patient anatomy, removal from packaging technique, handling during preparation/procedure, or associative device interaction. The case details described the patient anatomy as heavily calcified, which may have contributed to the difficulty to advance the catheter. The crossing profile of the returned catheter met the manufacturing criteria. However, the 2/3 balloon profile could not be measured due to the returned state of the device. The analysis observed a kink on the catheter located 11.2 cm proximal to the guide wire exit notch. The kink damage may be related to the attempts to cross the heavily calcified lesion or if the balloon catheter is not properly supported during pushing or loading it through the rhv or onto the guide wire during procedure. The damage likely occurred during the procedure, as there was no observation of the kinks prior to the procedure during preparation. The analysis confirmed the reported separation, as the device was returned in two pieces, separated at the guide wire exit notch. Kinks on the shaft of the catheter device may contribute to material weakness and possible separation during the procedure. The case details describe the separation occurred during advancement of the catheter. However, the fracture faces and material at the separation site was stretched and jagged, which suggests the device was subjected to tensile overload beyond its design limits prior to the separation. The state of the returned device does not appear to be consistent with the case details, as tensile forces are related to the retraction of the catheter. A review of the manufacturing records was performed and a sampling of units from the product part and lot combination were destructively tested. A distal catheter tensile strength pull test was performed on the sample size and met the manufacturing criteria. Based on the reported case description and analysis of the returned device, a conclusive root cause of the reported difficulties could not be determined. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.